Event description:
Customer reported the system is displaying a generator faults. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery on the generator board. System operates as intended.